Manufacturer narrative:
An event regarding fracture of an mrh axle was reported. During clinician review of the event, loosening of an unknown mrh baseplate was also identified. The event was confirmed based on clinician review. Method & results: device evaluation and results: not performed as the device was not returned for evaluation, it remains implanted. Medical records received and evaluation: the combination of a high but still physiological loading condition after a large femoral segmental resection in combination with incipient baseplate failure plus the extreme degree of morbid obesity have together contributed to an overload condition in the axle bearing of the knee device with fatigue failure as end point requiring revision surgery with exchange of the hinge section of the mrh construct. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: an event regarding fracture of an mrh axle was reported. During clinician review of the event, loosening of an unknown mrh baseplate was also identified. Clinician review concluded that the combination of a high but still physiological loading condition after a large femoral segmental resection in combination with incipient baseplate failure plus the extreme degree of morbid obesity have together contributed to an overload condition in the axle bearing of the knee device with fatigue failure as end point requiring revision surgery with exchange of the hinge section of the mrh construct. It is noted that the mrh baseplate component remains implanted. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's left knee was revised after patient complaint of pain. X-rays show that the axle had broken. Update based on conclusion of clinician review ar (B)(6) 2018: this time also the tibial implant-bone interface is at the verge of failure. There is not yet gross loosening although there are clearly radiolucent lines visible with demarcation below the baseplate to indicate instability between device and bone.

Event description:
It was reported that patient's left knee was revised after patient complaint of pain. X-rays show that the axle had broken. Update based on conclusion of clinician review (B)(6) 2018: this time also the tibial implant-bone interface is at the verge of failure. There is not yet gross loosening although there are clearly radiolucent lines visible with demarcation below the baseplate to indicate instability between device and bone.

Manufacturer narrative:
Corrected data: as the device was not returned because it remains implanted.